Event description:
In 2004, this pt was implanted with gore excluder aaa endoprosthesis. The physician stated there has been continuous aneurysm sac growth since the initial procedure. The pt has received additional treatment (date unk) for a type ii endoleak by coil embolization. The pt has most recently (date unk) undergone another coil embolization of a suspected type ii endoleak. The physician stated he believes the most recent coiling has treated the type ii endoleak successfully. A computed tomography image (date taken unk) was available for eval; however, the scan was performed without contrast (due to renal insufficiency) and was unable to be evaluated for endoleak. The physician plans to monitor the pt on an outpatient basis for the status of his aneurysm sac growth.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.